Event description:
It was reported that the patient's spacer was explanted due to worsening symptoms after two years of having the implant. The patient required a more invasive approach. The spacer was discarded by the medical facility.

Event description:
It was reported that the patient's spacer was explanted due to worsening symptoms after two years of having the implant. The patient required a more invasive approach. The spacer was discarded by the medical facility.